Event description:
A patient sample was tested on unicel dxi 800 access immunoassay system for total t4 and a result below the normal reference range was obtained. The sample was repeated and recovered higher, but still below the reference range. The specimen was run a third time, recovering again below the reference range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube without gel separator. The first and third results were sampled from the primary tube. The second result was sampled from an aliquot cup. Four system checks had been run prior to the event, three of which failed due to high substrate %cv. An event log message, "aspiration monitor detects possible obstruction" had posted near the time the first result was run. Qc prior to and after this event was within acceptable ranges; however, multiple total t4 qc failures had occurred during the previous week. A field service engineer (fse) was dispatched for this event. The fse observed the substrate pump tubing was slightly loose, and it was tightened. The fse verified performance; the substrate portion of the system check passed and qc was within expected ranges. No root cause has been determined for this event.